Event description:
It was reported "a failed battery", field service report stated "battery failed run time test". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of short battery run time is confirmed. The sample was returned for investigation. Returned for investigation was a battery. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the battery was performed, and no abnormality was noted. The battery was installed into a known good ac2 for functional testing. The iabp powered up successfully with no alarm. All voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.4 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed "less than 20 minutes remaining" after approximately 55 minutes when running on battery power. The iabp shut off shortly after the alarm without the following warning alarms: "less than 10 minutes remaining" and "less than 5 minutes remaining". The total battery runtime was approximately 57 minutes. The returned battery failed the battery load test. In review of the operator's manual, it states "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac2 be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet test specifications during the complaint investigation due to the short battery run time. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. No further action required at this time. This will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported "a failed battery", field service report stated "battery failed run time test". No patient involvement reported.